Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative that they were previously charging every 5 days, but more recently, they have been needing to charge every 1.5 to 2 days. The intensity has not changed and they leave setting alone. There were no patient symptoms reported.